Manufacturer narrative:
(B)(4). We received additional information that this was a competitor product previously implanted and being revised. Zimmer biomet product was not implanted or revised for this case therefore, deem this product not reportable by zimmer biomet.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown stem, unknown; unknown, unknown triflange, unknown; unknown, unknown liner, unknown; unknown, unknown screw, unknown. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07515, 0001825034 - 2017 - 07514, 0001825034 - 2017 - 07517, 0001825034 - 2017 - 07518.

Event description:
It was reported that the patient underwent an initial surgery. After the procedure, the patient developed an infection less than one year post implantation. The patient has been indicated for revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to report additional information.

Event description:
It was reported that a patient developed an infection less than one year post implantation and was revised. This patient was revised several times as ongoing therapy. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.